Manufacturer narrative:
On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found the leak due to a plugged needle cartridge. The fse replaced the needle cartridge and ran few samples, and startup and reproducibility passed. Latron control and 5c cell control analyzed and recovered within specifications. The needle cartridge may contain diluent, blood, and 5c cell control during normal operation and coulter clenz during shutdown. The leak was due to a plugged needle cartridge. (B)(4).

Event description:
The customer was getting voteouts while running 5c controls and then noticed the leak the customer reported getting voteouts while running 5c controls when she noticed the coulter hmx hematology analyzer with autoloader leaked 5-7 ml of diluted blood that was contained within the instrument. Fluids associated with this event are blood, diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat, eye protection, and gloves at the time of the event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan is in place.